Manufacturer narrative:
(B)(4). Batch # p5665c. Device evaluation: the analysis found that one sr55 reload was returned with the cartridge deck damaged. The cartridge reload had the swing tab in the locked position, and the proximal 19 drivers up and the remaining drivers were down with staples present. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the open radical gastrectomy for gastric cancer, could not fire on the 3rd firing. Another device was used to complete the surgery. There were no adverse consequences to the patient.